Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2351 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. A review of the device history record (DHR) did reveal front panel assembly was replaced on 2/1/24. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) nurse reported a cycler had a distorted screen issue during drain 3 of 3, the screen flickered and then turned black. Cycler was securely plugged into the wall outlet and was securely plugged into the back of the cycler. The pd nurse stated patient was able to complete a full treatment yesterday with no issues. Technical support replaced cycler due to distorted screen, it was advised to contact pd nurse to inform of replacement and to discontinue use of this cycler. Patient declined to perform manuals and will continue training on clinic cycler. Upon follow up it was determined the patient was able to complete treatment. No adverse events were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.